Manufacturer narrative:
Age, weight and ethnicity: per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted; give date: the intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective and that the surgeon explanted it because the posterior chamber broke. Through follow-up, it was learnt that there was a rupture of the posterior chamber and the lens was removed during the initial procedure, because there was lack of support. Neither the lens nor any other johnson & johnson device is reported to have caused or contributed to the capsule tear and the surgery could not be completed with a back-up lens. However, this could not be verified. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 13th may 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed that the lens was received with two cuts into the optic body. The lens was cleaned and both haptics were observed to be bent. However, no issues that could cause or contribute to a capsular tear could be identified. The complaint issue dc-lens damaged was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.